Event description:
During declotting of brachial artery of pt with a ptfe graft, the physician felt resistance in the catheter. He released the balloon (deflated), pulled back, and again felt resistance and advanced the catheter which came free. No problem with flow. Catheter noted to be missing the balloon upon removal. All vessels open per subsequent radiology exam. No clinical sequelae. Graft doing well.